Event description:
It was reported that the tip of an extractor for ti elastic nails broke off during a surgical procedure. The piece was recovered and the procedure was completed with no reported surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: october 22, 2003. The device history record review could not be performed as the records could not be identified due to the age of the instrument. This device is approximately 12 years old. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one device was received in working condition. The device has cosmetic scratches and marks consistent with over 11 years of use. The tips of the device are in good condition without any damage. The cause of the complaint condition is unknown. This complaint is unconfirmed. There were no issues found with the returned device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.